Event description:
Approximately 3 weeks post implant, the ventriocular assist device (vad) patient was walking while being supported by a portable driver. At the conclusion of the walk, hospital staff noted that the rvad flow had dropped. The portable driver transplanted. At the onset of the problem, the customer decided to diurese the pt to see it that would affect flow. At a later point, the pt was dosed with albumin. Both pump outputs increased, but the rvad output did not reach the 4 1pm minimum that the customer wanted to maintain. An echogram was performed, but was not able to clarify the cause of the reduced flow. It was only at the time of transplant that the surgical staff noted that the keeper used to secure the cannula in the atrium had partially broken and the cannula tip had moved in the atrium. The movement caused one of the side holes in the tip to become occluded, thus reducing the rvad flow.